Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 and the battery is depleting prematurely, this device is required to be replaced. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction field h6: the second device code of premature battery depletion was eliminated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of voltage too low to project the remaining capacity, this device is required to be replaced. This device remains in service. No adverse patient effects were reported. Additional information was requested to the de representative however there is o information regarding the device explant.